Event description:
A customer reported a system message displayed during a procedure. The system was exchanged and the case was completed without pt harm.

Manufacturer narrative:
The company rep examined the system and replaced the supervisor assembly, the laser footswitch assembly, and the laser interface breakout pcb (printed circuit board) assembly. Preventive maintenance and software upgrade were performed. The system was then tested and met product specifications. The replaced supervisor assembly, footswitch assembly, and interface breakout pcb assembly were returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).